Manufacturer narrative:
The investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a 29mm sapien 3 valve was implanted in a degenerated surgical mitral valve via transseptal approach with a commander delivery system.  Two days later, para-prosthetic leak was observed and it was decided to do another valve-in-valve procedure. On post-operative day 2, a second 29mm sapien 3 valve was implanted within the 1st 29mm s3 valve. At the end of the procedure, ¿the result was okay¿.

Manufacturer narrative:
Additional information: updated the description with additional information received. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimally or bulky/severely calcification in the landing zone, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper landing zone assessment. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The IFU warns that incorrect sizing of the valve may lead to paravalvular leak, migration, embolization, residual gradient (patient-prosthesis mismatch) and/or annular rupture.  Per the IFU, for valve-in-valve procedures, it is important that the manufacturer, model and size of the preexisting bioprosthetic valve be determined, so that the appropriate valve can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. It is to be noted that deployment of the sapien 3 valve is indicated in france for patients with severe symptomatic calcified native aortic valve stenosis. In this case the sapien 3 valve was implanted in a mitral surgical valve, and therefore considered off label use in france. In this case, there was no allegation or indication a device malfunction contributed to these adverse events.  The cause of the valve malposition post deployment cannot be determined. It is possible that it was related to some of the patient and procedural factors mentioned above.  The cause of the pvl requiring a second s3 valve on pod-2 cannot be confirmed. However, it was reported that the pvl was probably related to the s3 implant position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Please reference related manufacturer report no: 2015691-2019-03501.

Event description:
As reported by an edwards lifesciences affiliate in france, a 29mm sapien 3 valve was implanted in a degenerated surgical mitral valve via transseptal approach. The 29mm commander delivery system was prepped with 2-3cc added to nominal volume. Post deployment, echo showed that the s3 valve position was not-coaxial with respect of the surgical valve, it was ¿probably a bit too much ventricular on a significant section¿.  There was a small pvl, but it was difficult to assess the degree and post dilation was not performed.  Two days later, the patient was symptomatic and an echocardiogram performed revealed a massive para-prosthetic leak.  It was decided to do another valve-in-valve procedure and a second 29mm sapien 3 valve was implanted more atrial within the 1st 29mm s3 valve. At the end of the procedure, ¿the result was okay¿. As per medical opinion, the first 29mm s3 valve had been implanted not coaxially with the surgical valve, which  could have resulted in the para-prosthetic leak.